Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted the visual inspection. Visual analysis of the returned sample revealed that the smooth saline breast implant had a tear on the anterior view, measuring approximately 3.9 cm. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Reason for device explant and/or reoperation: unspecified. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
An unspecified mentor saline implant was received on (B)(6) 2023, along with its concomitant device, without an associated complaint. The concomitant device was reported to be ruptured after the patient got into a car accident. The patient underwent bilateral removal of the implants on (B)(6) 2023. An initial product investigation was conducted on (B)(6) 2023, that found the implant to be ruptured as well. This medwatch form is for the left breast prosthesis. The rupture on the concomitant device has been reported under mrn: 1645337-2023-09990.